Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 6/11/2018, mentor received additional information: is required intervention: check. Brand name: mentor smooth round moderate profile, date of explant: (B)(6) 2018, catalog: 3501650, unique identifier (UDI): (B)(4). The patient underwent unilateral removal and replacement with a mentor smooth round moderate plus profile 325cc saline prosthesis on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/26/19, it was reported to mentor that the PMA number reported previously was incorrect. The correct PMA number is p990075. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the reported product (catalog # 3501650; lot # 5653269) was not returned for analysis and no response was received after attempts for clarification. No product failure analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If wrong product clarification is received in the future, we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).